Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective insertion tube could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus endoeye hd ii telescope, the unit¿s image was turning green. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was found green due to a defective insertion tube. Additionally, this damaged tube was also causing the image to flicker. If additional information becomes available following the device evaluation, a supplemental report will be filed.